Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We have not ben able to retrieve the device for evaluation. User caught his finger in the folding mechanism. He received 8 stitches.

Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We have not ben able to retrieve the device for evaluation. User caught his finger in the folding mechanism. He received 8 stitches.